Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing which resulted in an inappropriate shock. There was also an change in the pace impedance measurements now measuring 1,300 ohms. Boston scientific technical services (ts) reviewed the information presented and suspect a lead fracture. Subsequently, the patient underwent a revision procedure and a portion of the product was explanted and the other was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the lead was returned severed and only the proximal segment was returned. There were setscrew marks noted on all terminal connectors. The lead passed electrically testing which confirmed that the portion of the lead returned was electrically continuous. The clinical observations were unable to be confirmed during testing as only a portion of the lead was returned. .